Event description:
A phakic pt implanted with a refractive anterior chamber iol recently, experienced ocular pain right eye and was seen by an ophthalmologist (not the implanting surgeon) who suggested explantation of the iol. The pt then contacted the MFR and was referred to a second ophthalmologist for a second opinion. The second ophthalmologist diagnosed inferotemporal corneal edema and a small, localized bullous in the area. He indicated that the pain was likely caused by the acp60 lens intermittently touching the cornea. The second ophthalmologist concurred with the recommendation for explantation of the lens and suggested a 50% possibility that a corneal transplant or corneal graft might become necessary in the future. Scheduling of explantation is pending.